Event description:
Boston scientific received information that this patient had recently had a fall. During a subsequent system evaluation, atrial sensing and impedance measurements were normal and stable but there was no atrial capture despite maximum device outputs. Lead dislodgement is suspected, however, an x-ray was not performed. The patient only paces 2% in the atrium so there are no symptoms associated with the no capture and no oversensing or other observations have been reported. No adverse patient effects have been reported.

Manufacturer narrative:
Additional details were received regarding the clinical observations which noted this lead had also been exhibiting low p-wave measurements.

Manufacturer narrative:
The patient's physician will determine a course of action. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming that a lead revision was performed and this lead was removed from service and replaced. The lead was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.